Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the proximal segment of the lead was returned analyzed and noted the distal conductor fractured. It was further noted that there was blood/body fluid on all conductors (not obstructed), and there was cosmetic depression of the outer insulation.

Event description:
The lead was returned to the manufacturer with no information, was analyzed, and tested out of specification. Additional information obtained reported that the lead was fractured and that the patient developed abrupt syncope with teeth brushing. The patient's heart rate is reported to have been thirty beats per minute. The lead was partially removed and was replaced. No further patient complications have been reported as a result of this event.